Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reports issue. The door switch was replaced and the covers were realigned for better clearance and the issue resolved. A system checkout was completed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cranial resection. It was reported that when the gantry was closing around the patient, the pendant still displayed that the door was open. The site had to push on the side covers of the gantry to activate the pressure gauge to indicate the door was closed. They were able to take a spin and proceed with the procedure with no issue. There was less than an hour delay. No impact on patient outcome.